Event description:
It was reported during surgery when the surgeon used screwdriver to remove the screw from the plate, the tip of the screwdriver twisted and deformed. The surgeon said it was easily deformed, even though he did not rotate the screwdriver with that much force. The surgery was completed with a replacement device of the same model after a 5-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00546 for the screw involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drill was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0729, batch number 597274) was examined visually under magnification. The driver showed counterclockwise twisting at the tip, which suggested the deformation may have occurred during removal. A possible cause of a twisting deformation is excessive torque applied to the part. Functional testing with a 2.7mm hexalobe screw was performed, which revealed the driver could still seat into the screw head. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.